Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced and graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all test and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) top display was red. There was patient involvement.